Event description:
The pt had a syncopal episode and sustained injuries (nature unspecified). The physician does not suspect that the episode is pacemaker related. However, when he saw the pt today, he was unable to communicate with the device, with description sounding like a "no signal" condition, rather than noise. Reportedly, the ECG shows normal behavior, with p-wave tracking and normal magnet response.

Manufacturer narrative:
Summary analysis: the observed communication malfunction was the result of a conductive epoxy bridge between the substrate pads of the communication capacitor, c-24.